Manufacturer narrative:
A field action was initiated. Reference report number 3009844603-10/27/16-001-r.

Event description:
Implant kit serial number (B)(4) contained a disposable cutting guide instrument for serial number (B)(4). This was identified during the procedure. The patient was converted to an off the shelf knee implant system.